Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the biomed guys tested the rad-57 and one of the guys had spco measurement of 12 and the other one had spco measurement of 3. Line frequency is properly configured to 50 hz (the one used in spain). There were no consequences or impact to patient reported.